Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that constant air in line alarm when there is no air in the tubing set. No adverse patient effects were reported by the customer.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. The device's event history log was reviewed for evidence of the reported problem, but nothing was found. Functional testing was performed. Upon testing, the reported problem was duplicated. It was determined that the inoperable air detector was the root cause of the issue. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects corrected.